Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined as the device was not returned to olympus for evaluation, however, based on information received, the communications converter was not installed by the user and the issue was likely the result improper connection. The event may be prevented by following the instructions for use section below: 3.12 connection of the external video system center in the cv-1500 instruction manual (installation edition, drawing number: ra5109) describes how to connect the cv-1500 to an external video processor olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center's light does not turn on and the image was not visible. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.